Event description:
During the stenting of a vertebral artery, it was reported that when using a palmaz blue on aviator plus (6 mm, 60 mm length, on 142 cm catheter), the surgeon could not inflate the balloon at 10 atmosphere (atm) in the vertebral artery. He tried 2 times but still failed. Per additional information received, the balloon partially inflated. The surgeon had to withdraw it and another same like balloon was used to complete the procedure. There was no report on patient injury. It is unknown if the product was removed intact. The device prepped normally, maintaining negative pressure. The unknown contrast to saline ratio was 1:1. The same unknown indeflator device was successfully used with other devices. No kinks or other damages were noted prior to inserting the product the product into the patient. There was no failure to cross. The lesion was 80% stenosed. The vessel characteristics are unknown.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during the stenting of a vertebral artery, it was reported that when using a palmaz blue on aviator plus (6 mm, 60 mm length, on 142 cm catheter), the surgeon could not inflate the balloon at 10 atmosphere (atm) in the vertebral artery. He tried 2 times but still failed. The lesion was 80% stenosed. The vessel characteristics are unknown. Per additional information received, the balloon partially inflated. The surgeon had to withdraw it and another same like balloon was used to complete the procedure. There was no report on patient injury. It is unknown if the product was removed intact. The device prepped normally, maintaining negative pressure. The unknown contrast to saline ratio was 1:1. The same unknown indeflator device was successfully used with other devices. No kinks or other damages were noted prior to inserting the product the product into the patient. One non sterile palmaz blue on aviator plus, 6 mm diameter, 60 mm length, on 142 cm catheter, was received coiled inside a plastic bag. The balloon was received deflated and appeared have been inflated. No other anomalies were found. Using the deflation/inflation system, the reported unit was pressurized at 10 atm (rated burst pressure) which took 13.04 second to inflate the catheter balloon, then vacuum was performed with the indeflator (inflation/deflation device) which took 19.73 seconds to deflate the balloon completely. A sample lab guide wire 0.14" was inserted through the guide wire lumen to perform the inflation/deflation test. The specification of inflation time is < 80 seconds and deflation is < 80 seconds. Review of lot 16020004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon - inflation difficulty-partial or slow¿ was not confirmed as the returned unit performed as intended during functional analysis. The exact cause of the difficulty experienced by the customer could not be conclusively determined. Based on the information available for review, factors contributing to the event could not be determined. Neither the DHR review nor the analysis suggests a design or manufacturing related cause for the event; therefore no actions will be taken at this time.